Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was found that a magnetic part from the cable chain got loose and fell into the collimator. The part was removed and the issue was resolved. The system passed a system checkout and was returned to an operational condition. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported the system chowed an object in the 2d shot. There was no reported delay and no reported impact to patient outcome.